Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem ('pop' sound / won't power on) was confirmed. As received, the monitor would not power on. Upon evaluation, multiple components were damaged on the computer / analog (ca) board and defibrillator board. The cause of the 'pop' sound, inability to power on, and the damaged components is high voltage deviation to low voltage circuitry. The root cause of the high voltage deviation cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the patient heard a 'pop' sound and that the monitor would not power on.